Event description:
It was reported that during a routine device check, it was found that the patient had received inappropriate therapy. Programming changes were made. Patient was seen at a later visit and reported feeling fine with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.